Event description:
Patient had an in situ tube graft placed to repair an aaa ten years prior. Above the graft a leaking aortic ulcer had developed. An attempted repair of the ulcer was planned utilizing a zenith aaa main body extension. After the initial percutaneous entry, utilizing another MFR's wire guide, it was determined that the selected wire was not stiff enough due to the advancement difficulty being experienced. The introducer sheath was left in place as the wire guide was exchanged with an extra stiff wire. Exchange of the wire took place without any noted complications. With the stiffer wire in place, the device advanced slowly through the vessel into the aorta. As a result of procedural factors and the pt's size, the delivery system was not able to be advanced far enough into the aorta to deploy the extension at the desired location, and the device was deployed too low to successfully achieve a seal of the leak. It was noted that the wire had developed a kink and was unable to be removed from the inner cannula. With the need for add'l intervention, a second body extension was prepared to be advanced into the aorta. Upon removal, the pt's blood pressure dropped to 50. No noted cause was discerned and the pt was treated. When the second body extension delivery system was introduced and advanced, the pt's blood pressure was noted to rise. The advancement difficulty experienced with the first device was not encountered. Device was deployed at the appropriate location without any noted complication. When pulling down the delivery system, no problems were noted until withdrawal of the device when the blood pressure again dropped to 40. Physician attempted for a period of time to increase the pressure. An occlusion balloon was placed in the aorta to stop the blood flow. At that time it was determined that the pt's external iliac artery had been transected. Physician was unable to perform a cutdown and salvage the iliac artery. Pt expired.